Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with failed battery test, and battery out limit alarms. The customer states they received a no delivery alarm, and their blood glucose level was 576mg/dl. The customer's blood glucose level at the time of battery out limit and failed battery test was 514mg/dl. The customer states they treated the high levels with manual injection. Troubleshoot was conducted, and the customer was able to connect back to their pump. The customer was advised to monitor the device and call back if issues persist.